Event description:
Complainant alleged that after successfully delivering three shocks at 200 joules to a female patient, the device displayed a "pacer fault 117" message on fourth attempt to charge the device. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.